Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the patient contacted lifescan (lfs) (B)(4) alleging that his one touch ultra 2 meter was displaying an error 1 message when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began on (B)(6) 2016 .the patient denied taking any medications to manage his diabetes and continued with his usual diabetes management routine as a result of the alleged meter issue. He reported that as of "yesterday" ((B)(6) 2016) he developed the symptoms of "blurred vision". The patient denied receiving any treatment. At the time of troubleshooting the cca noted that this was not the first time the product was being used. Product was replaced and requested back. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. Furthermore, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.